Event description:
Caller reported that the t:slim x2 pump battery would not charge. Additionally, the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no adverse impact to the customer¿s blood glucose level. Customer tried various troubleshooting steps, including different cables, but the problem persisted. Technical support sent a replacement tandem cable and wall adapter. After receiving the new charging supplies, the pump began charging correctly. Customer was advised to contact support if the issue returned.